Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported by the customer they had three bent needles that failed to allow the safety mechanism to operate. Additional information received 2/12/2025: it was reported, the safety failed to retract after use on the patient. Neither the patient nor hcp were harmed. Needles have been disposed of. All 3 needles occurred on different patients. One event occurred on 3-feb-2025. The dates for the other 2 events are unknown but occurred within a few days of the 3-feb event. Further details are not available. This report addresses the event on february 3, 2025.